Event description:
It was reported that a malfunction occurred on the pump, indicated by a malfunction code displayed. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurs.